Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d204trm implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2012; 6947m implantable tachy lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported by remote transmission the left ventricular lead threshold had increased. The lead is still in use. No patient compl ications were reported as a result of this event.